Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired a pushed in pin on the lemo connector. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the fluoro image on the left monitor of the 9400 system would "flicker". There was no report of pt injury.